Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Received via medwatch report number (B)(4).

Event description:
It was reported that a spectrum pump alarmed upstream occlusion three times during an infusion of carboplatin at the outpatient treatment facility. There was no report of patient injury or medical intervention associated with this event. No additional information is available.